Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim and discolored display with auditory and vibratory features. The keypad cover was peeling/missing. No tactile issue was observed with the buttons and no anomalies were found upon removal of the keypad cover. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored. This report is made based on the results of investigation completed on (B)(6) 2014.